Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v794132, implanted: (B)(6) 2011, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted:(B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that the patient had a recent return of incontinence and a loss of therapeutic effect. At a clinic appointment on (B)(6) 2014 device interrogation determined that the patient¿s implantable neurostimulator (ins) was found to be in the off position. The diagnostic test showed a result of ¿abnormal, device found to be in the off position¿ and that the issue was related to the device. The device was then turned back on. The event outcome was, as of (B)(6) 2014, resolved without sequelae. If additional information is received, a follow-up report will be sent.